Event description:
The customer called to report a blank display and an alarm. Troubleshooting was performed, and the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.